Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump time and date was incorrect. Reportedly, the customer corrected the pump time and date to resolve the issue and continued to use the pump for insulin therapy. Customer's blood glucose level was in the high 200 mg/dl range.